Event description:
Cath lab staff were using the device with an ac power adapter attached and plugged in during a procedure. Reportedly the device indicated low battery during the case. The hospital biomed stated he had been called in during the case, to check the device. The biomed stated he verified all connections to the ac power adapter and the device. The biomed stated he could not see the front of the device as it was within the sterile field and he could not view the status of the ac power adapter or device ac mains indicator. The device continued to indicate low battery, the device turned off during the procedure. A back up device was made available and care to the pt was continued. The reporter stated there was no adverse affects to the pt as a result of device operation, due to the availability of a back up.